Event description:
Consumer complaint of blood results reading "hi". Customer then went to the hospital and the results were 720mg/dl when he arrived. Unable to confirm strips storage or when the test strips were first opened. The test strips expire 06/13/2014. Check memory for previous results: (time and date not correct). (B)(6): 12:22am 170. (B)(6): 11:54pm 211. (B)(6): 11:51pm 195. (B)(6): 10:59pm 166. (B)(6): 11:58pm 143. (B)(6): 5:01am 186. (B)(6): 11:28pm 137. (B)(6): 07:14am hi. Customer expected ranges are: 124mg/dl-140mg/dl.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.